Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up the user facility and was informed that the subject device had been reprocessed using non-olympus automated endoscope reprocessor (B)(4). The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. The exact cause could not be determined.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility, the subject device tested positive for pseudomonas aeruginosa, pseudomonas stutzeri and citrobacter freundii (>100cfu/100ml in total). It was also reported that the channels of the subject device tested positive for following bacteria in additional microbiological culturing test. -the biopsy channel : pseudomonas aeruginosa, pseudomonas stutzeri and stenotrophomonas maltophilia (>100cfu/100ml in total) -the air channel:pseudomonas aeruginosa, pseudomonas stutzeri and stenotrophomonas maltophilia (65cfu/100ml in total) - the auxiliary channel :pseudomonas stutzeri and stenotrophomonas maltophilia(15cfu/100ml in total) the facility disinfected the subject device using peracetic acid. There was no report of infection associated with this report.